Manufacturer narrative:
Investigation coordinated by synthes (B)(4). Report received indicates the measurable dimensions were found to be in compliance with (B)(4). The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with (B)(4). The device shows marks of extensive wear and tear of forcible or often use. We suppose that the device broke during a mechanical overloading situation. No product related fault could be detected.

Event description:
Device report from synthes europe reports an event in singapore as follows: it was reported the flexible shaft of the drill bit broke. The flexible shaft of the drill bit broke when the surgeon tried to ream. He forced the drill bit shaft to bend quite a lot, and the shaft broke outside the patient body. No fragments remained in the patient. This incident did not impact the patient and did not delay the surgery. Another instrument was used to complete the procedure and no additional treatment was necessary.

Event description:
This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Patient identifier (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going. A review of the device history record revealed no complaint related anomalies. Placeholder.